Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned. The anchors were attached to the suture, but both were out of the deployment channel. Part of the suture was tucked into the depth gage tubing. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code

Event description:
It was reported that, during a meniscus repair surgery, after the t1 of a fast-fix 360 curved was implanted, t2 was deployed simultaneously. Surgery was resumed, with non-significant delay using a back-up device. No other complications reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).